Manufacturer narrative:
The reported product is not expected to be returned as reporter indicated the device was discarded. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor kit was reviewed and the dhrs showed the libre sensor kit passed all tests prior to release. No further investigations planned. In the event that unanticipated product is received, a physical investigation will be performed per adc's established processes and procedures and a follow-up report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that the adc device detached prematurely and was unable to obtain sensor readings. The customer experienced headache, dizziness, and blurred vision, and was unable to self-treat. The customer had contact with a healthcare professional who administered an unspecified injection for the diagnosis of hyperglycemia. No further information was provided. There was no report of death or permanent injury associated with this event.